Event description:
The customer reported moisture damage after swimming while wearing the insulin pump. The insulin pump has water underneath the screen and is humming. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor. Unable to test for the audio/beep anomaly due to the blank display.